Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a patient was hospitalized for 14 days and received IV antibiotics through may 2018 after having used an unspecified bd posiflush¿ normal saline syringe.

Manufacturer narrative:
H.6. Investigation summary: as both a lot number and sample were unavailable for this incident, a full investigation consisting of a sample analysis and a device history record review could not be completed. Prior to april 2018, there was no trend for infection or reaction regarding the bd franklin products. Upon the increase of infection and reaction reports beginning in april 2018, a corrective and preventive action plan was initiated to address the issue. A review of all lot sterility testing performed for product released between april 2015 and may 2018 confirmed that no organism growth was identified for any lots released during the shelf life of this product. A direct causation between the reported infections and reactions and the bd franklin product has not been identified. Investigation conclusion: unknown ¿ lot number was not provided. Prior to the report of infection evaluated in mps-18-1248-sa, there was no trend for infection cases reported for franklin product. This complaint is part of a new trend which began in april 2018. (B)(4) was initiated to address this issue. As no lot number was provided, a DHR review could not be completed. Quantity of retained samples used for testing: 0 ¿ although retain samples are available for all lots manufactured in franklin, as the lot number was not provided, retain samples were not tested. A review of all lot sterility testing performed for product released between april 2015 & may 2018 confirmed that no organism growth was identified for any lots released during the shelf-life of this product. The root cause analysis of the reported infection cases under CAPA 350041 has not identified a direct causation between the infections and the bd franklin product. Corrective actions are being implemented under (B)(4).